Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.0, 7.1, lab: 5.0. Time between testing ten minutes. Pt therapeutic range 2.0-3.0. No adverse medical conditions noted. No changes in diet; in medications.

Manufacturer narrative:
Investigation pending.